Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was expecting to run out of insulin. Reportedly, the customer went to sleep and woke up to an empty cartridge alarm. The customer's blood glucose (bg) level was 537 mg/dl. The customer changed the supplies to address the event. Reportedly, a bolus was delivered to address the bg level. A follow up with the customer on the day of report confirmed that the customer's bg level lowered to 390 mg/dl and continued to lower.